Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced scab and infection at the right burr hole site. As such, surgical intervention took place on (B)(6) 2026 wherein the surgeon confirmed infection. As such, the wound was cleaned out and patient was placed on antibiotic to address the issue.